Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore.

Event description:
It was reported that prior to use in the implant procedure a healthcare professional (hcp) turned the setscrew the wrong way and unseated the setscrew. It was decided to utilize an alternative implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.